Event description:
The customer reported the system had a precharge voltage error at boot up. This condition results in automatic system shutdown." This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an investigation. The customer replaced the battery pack during the service call. The system was found to be working as intended and put back into service.